Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Patient was found to have had multiple low voltage advisories from the previous morning. Log file review found a no external power alarm while connected to the mobile power unit (mpu) with no impact on pump function. It was reported that the patient would be instructed on proper use of the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported low voltage advisories were not confirmed. However, the report of no external power events was confirmed via the log file submitted to this complaint. According to the timestamps, the log file contained approximately 21 days of data between 13apr2022 and 05 may 2022. The no external power alarms were activated on 04may2022 at 04:26:27, 04:26:34, 07:51:59 and 20:01:12. The log file recorded low voltage hazard, power cable disconnect, power save mode, and no external power alarms during these times. These alarms occurred while the controller was connected to the mpu and appeared to be due to a loss of ac power; the alarms cleared once power was restored. At these events, the controller was supported by the internal backup battery, as designed, and the controller supported the pump at the set speed. The mobile power unit was not returned for analysis. As a result, the exact cause of the no external power events could not be conclusively determined. Multiple requests were made to obtain additional information (including if the mpu was exchanged/removed from service and would be returned for evaluation, the serial number of the mpu if there were environmental circumstances that resulted in an interruption of ac power at the time of the event; however, no response was given. To date, the mobile power unit was not returned for analysis. As a result, the complaint file will be closed with no further action. No further information was provided. The manufacturer is closing the file on this event.